Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 594 mg/dl and low blood glucose of 42 mg/dl. The customer experienced different blood glucose level of 394 mg/dl, 88 mg/dl, 175 mg/dl, 509 mg/dl. The customer was treated with fruits. Troubleshooting was not performed for high blood glucose level and low blood glucose level. The insulin pump will not be returned for analysis.  Frn model unknown,  unomedical - infusion set.